Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
(B)(4). Reason for original complaint - the patient was revised because of pain. Changed the metal-on-metal liner to a poly liner. Doi: (B)(6) 2008, dor: (B)(6) 2009 (left side). Update: (B)(4) 2013 - litigation papers received. It is alleged that the patient suffered from pain, loosening, and highly reactive levels of nickel. The patient underwent a liner exchange, which was previously reported. Litigation states that the patient was completely revised, including the poly liner from the liner exchange. The head, cup, and poly liner have been reported. Update (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2009 for pain and femoral head and liner were exchanged. The patient was revised a second time on (B)(6) 2011 due to pain, malpositioned cup, and impingement. There was no mention of loosening in either of the revision operative notes. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The two screws were added to the impacted product. Patient name was updated and added law firm in the facility name. The first revision was captured under (B)(4).